Event description:
According to info provided by the surgeon, this valve was explanted due to infection. The outflow sutures were intact; however, approximately 3/4 of the inflow sutures were dehisced. No vegetation was observed at explant and blood cultures were positive for staphylococcus epidermidis. The pt's recovery was reported to be "slow and uncertain", partially due to renal failure necessitating dialysis. The valve was replaced with a sjm 21ahpj-505.